Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in all components. Results: based on our investigation results, we can determine deposits in the area of the inlet spout, inside, in the control reservoir. These deposits could be the cause of the change in flow rate. Furthermore, we can determine visible deposits in the progav 2.0 and in the shuntassistant 2.0. These deposits did not affect the technical properties at the time of the investigation. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can affect the integrity of the valve. Based on the traceability, we cannot determine any deviations in the sterilisation protocol. At the time of the investigation, it was not possible for us to determine how the infection occurred. The investigation of the return shipment is completed with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shun tsystem xabo (#fx609t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an underdrainage and caused an infection / foreign body reaction. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.